Event description:
The info received from the affiliate states that this male pt was presented to the interventional lab for repair of a lesion located in the right leg, below the knee. The vessel was described as severely calcified, and mildly tortuous. The rate of stenosis was 85%. The product was prepared as per the IFU. Access to the pt was made in the left femoral artery. A sheath introducer was inserted and a guidewire was advanced to the lesion, without difficulty. The physician advanced the balloon over the guidewire and placed it at the lesion. Upon inflation of the balloon, with an indeflator, the balloon ruptured at an unk atmosphere. The balloon was safely removed from the pt and another balloon was used to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming 30 days upon receipt.